Manufacturer narrative:
Patient initials are (B)(6). Patient date of birth/age and weight are unknown. Date of post-operative non-union and device breakage is unknown. Additional product codes for this report include hwc. (B)(4). The original implant procedure was performed on an unknown day in (B)(6) 2015. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to bone graft, a non-union of the distal tibia fracture, and a broken plate. The patient was originally treated with the implantation of variable angle locking compression (va-lcp) distal tibia plate in (B)(6) 2015. Sometime postoperative, the device malfunction was identified. The revision was completed successfully with no reported delay or additional medical intervention. No further information available. This report is 1 of 1 for (B)(4).